Event description:
It was reported that during implant of the left ventricular lead, a rise in impedance had occurred. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.